Event description:
Additional information received from a manufacturer representative reported that the deviation was less than 3.5mm and there was no harm to the patient and no delay to the procedure.

Manufacturer narrative:
H2) additional information in sections a4, b5, and e. H2) section d references the main component of the system. Other medical products in use during the event include: product ID: asm207-02, serial/lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Reportable ous h10: a1-5: select patient information cannot be provided due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: product ID: unk_mazorx_shlder, serial/lot: unknown and product ID: kit1378, software version 5.0.1. H3, h6) the system was serviced in the field. In summary, the rear brake was found at 7.7 kilogram force (kgf) and it was below the requirement. The shoulder was adjusted to 11 kgf. It was noted this might be the reason for the medial on t6-t7. Codes b01, c07, and d02 are applicable. H6) multiple annex a codes were applied to capture this event. A0908 captures the medial screws while a110201 captures the software becoming stuck. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the screws were medial on levels t6-t7 on the left but the surgeon did not insert the screws and nothing happened to the patient. It was reported that they continued to the right side and all the screws were good. This occurred on the second segment, the first was satisfactory. On the first segment, the software got stuck. Additionally, while doing the 3define for the second segment, the camera did not work so they had to restart to continue. Also, the cap of the emergency button on the surgical system was loose. There was no reported impact to patient's outcome nor delay. Additional information was received. It was reported that the computer was a bit slow and it was recommended to delete the data stored on it. Additionally, there was only a c-drive inside. Additionally, the wireless mouse was not functioning properly.